Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose of 582mg/dl and 58mg/dl blood glucose level was at the time of incident. Customer was treated with food and glucose tablets as well as ems dispatched. Troubleshooting was done for high blood glucose. Based on customer report customer did not allege pump was over delivering. The insulin pump will not be returned for analysis.